Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description (event details, per): event summary: it was stated that during the surgery when the staff opened the product, holes were found in the first and second packaging bags. It was stated that the third sterile bag had no visible holes and the surgeon considered the implant sterile and decided to implant it. No consequence to the patient was reported. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: the visual examination confirms the reported event: bag no. 1 (svp): this protection bag is damaged. There are holes visible at the area where the bag was folded. Bag no. 2 (avp): the outer bag is damaged. There are holes visible at the area where the bag was folded. Bag no. 3 (ivp): the inner bag shows an imprint of the revitan stem. No holes are visible. Folding box: the cardboard (carton) is damaged at a corner. A tear of approx. 3cm is visible. Review of product documentation: checking the history it could be determined that no further complaint with the same lot or item number has been reported. Additionally, complaint history for the item # 01.00405.xxx and 01.00406.xxx was checked (the rationale for this scope is the same packaging configuration): only 2 complaints of a similar issue (damaged packaging) were received in the past. The root cause of these 2 complaints was a handling or transportation issue. Therefore, a packaging design issue can be excluded. Root cause determination using sap dfmea: line 21 : infection due to failure of packaging due to insufficient sterile barrier within the sterility guarantee. Not possible: the packaging of these products is in use since many years. Validation was conducted (sealing strength, package integrity). Additionally, only 2 further complaints of a similar issue (damaged packaging) were received in the year 2014 and 2015 for the ref. No. 01.00405.xxx and 01.00406.xxx. Therefore a design issue can be excluded. Implant not sterile due to packaging is damaged (transportation) possible: the visual examination leads to the assumption that a transportation and/or handling issue is likely. Infection due to inadequate packaging leading to non sterile implant not possible: the packaging of these products is in use since many years. Validation was conducted (sealing strength, package integrity). Conclusion summary: this returned bags were investigated. The two outer bags are damaged, as reported. There are holes visible at the area where the bag was folded. The inner bag shows only an imprint of the implant but no holes. The folding box (carton) is damaged at a corner. These signs of the returned packaging let assume that the most likely root cause is a transportation and/or handling issue with the product. However, the packaging of these products is in use since many years. The packaging validation was successfully conducted. Checking the history it could be determined that no further complaint with the same lot or item# has been reported. Additionally, complaint history for the item # 01.00405.xxx and 01.00406.xxx was checked. Only 2 complaints of a similar issue (damaged packaging) were received in the past ((B)(4)). The root cause of these 2 complaints was a handling or transportation issue. Therefore a packaging design issue can be excluded. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the product remained in the patient- where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: the actual device reported, is not marketed in USA, but devices with similar characteristics (i.e. Ref#01.00551.102 fitmore hip stem ) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It was reported that the patient was implanted the revitan distal part, curved, uncemented, 24/260. It was stated that during the surgery when the staff opened the product, holes were found in the first and second packaging bags. It was stated that the 3 sterile bag had no visible holes and the surgeon considered the implant sterile and decided to implant it. No consequence to the patient was reported.